Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29-may-2023. H6: investigation summary our quality engineer inspected the 28 representative samples, 11 from reported batch 2246669 and 17 from reported batch 2274569, submitted for evaluation. The reported issue of catheter defective / damaged was not confirmed upon inspection and testing of the samples. Analysis of the samples showed that there were no damages or abnormalities present. All samples underwent and passed adapter leakage testing. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and these batches meets our manufacturing specification requirements.

Event description:
It was reported that the bd venflon¿ pro safety needle protected IV cannula tubing broke and was left in the patient vein. The broken part had to be suegically removed. The following information was provided by the initial reporter: patient received an infusion with perfalgam. After removal of the vps, there was a defect in the material. ("Broken tube") after the vps was removed, a material defect appeared on the catheter material and residues remained in the vein. These had to be surgically removed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: d4. Medical device lot #: 2246669. D4. Medical device expiration date: 31-aug-2025. H4. Device manufacture date: 03-sep-2022. D4. Medical device lot #: 2274569. D4. Medical device expiration date: 30-sep-2025. H4. Device manufacture date: 07-nov-2022.

Event description:
It was reported that the bd venflon¿ pro safety needle protected IV cannula tubing broke and was left in the patient vein. The broken part had to be suegically removed. The following information was provided by the initial reporter: patient received an infusion with perfalgam. After removal of the vps, there was a defect in the material. ("Broken tube") after the vps was removed, a material defect appeared on the catheter material and residues remained in the vein. These had to be surgically removed.